Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage; proximal segment returned and analyzed.

Event description:
It was reported that during the explant procedure, the lead broke during extraction. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.